Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was injected with 1 ml of juvéderm® volux¿ in the lower third and middle third of face. Approximately four months post-injection, patient experienced severe pain and edema in the chin area. Hcp also noted the inflammation in the chin area began at the time of treatment from streptococcus infections in anamnesis, otorhinolaryngological disease (angina in the acute phase), deemed not related to the device. Patient was treated with erius, antibiotics (possible amoxiclav) and otorhinolaryngologist for the treatment of angina. Event ongoing.